Event description:
The operating room mgr reported that while opening the packaging, the screw fell on the floor and was no longer sterile. Another kit was opened for the surgery.

Manufacturer narrative:
Once the investigation has been completed any add'l info will be reported in a supplemental report. The subject device is not cleared for sale in the u.s., but a similar device is commercially available in the u.s.